Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline level. The physician suspects the increase may be due to the device not functioning properly even though diagnostic test results show proper generator replacement surgery. It is unk if there are any external factors that could be contributing to the reported event. Good faith attempts to obtain add'l info regarding the reported event are underway.